Manufacturer narrative:
No device history records review was conducted since there was not reported lot number. A ship history review was not possible because of the age of the device (pre-2012 and shipped out of (B)(4)). The recent angiodynamics complaint report was reviewed for the smartport product family and the failure mode "catheter difficult removal. " no adverse trend was indicated. The end user hospital's reported complaint description of difficult removal along with discoloration and rough catheter surface could not be confirmed as no sample was returned. Without receiving product for evaluation we are unable to definitively determine a root cause fo this incident. Fibrin formation is a potential complication listed in the device directions for use. Patient anatomy and drugs used during treatment may have contributed to the reported issues. (B)(4).

Event description:
As reported by hospital regarding a smart port: "explant from gs [general surgery]. Angiodynamic right chest port via ij. Serious resistance to removal along with discoloration and rough surface. No device will be returned. No patient injury.